Event description:
The nurse was discharging a total joint patient from hospital. A durasoft gel pack was to be sent home with patient. When nurse opened package to teach patient how to use gel pack, the nurse noticed there was mold growing on the educational insert paper inside with the gel pack. The plastic container appeared to be moist on the inside as well. Nurse reported contaminated material to nurse manager.